Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis, and pd catheter (not a fresenius product) removal. During follow-up, the patient¿s hemodialysis registered nurse (hdrn) reported the patient was hospitalized on (B)(6) 2025 after presenting in the emergency room with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (durations, dosages, frequencies not provided). However, the patient¿s peritoneal effluent culture result returned positive for candita parapsilosis, and the patient¿s ip vancomycin and ceftazidime were discontinued (replaced with intravenous diflucan). Based on the organism, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and is recovering from the serious adverse events. The hdrn stated the cause of the peritonitis was undetermined per the nephrology notes, however there were no documented concerns that a fresenius product(s) and/or device(s) malfunction or deficiency occurred. The patient is recovering and was discharged on (B)(6) 2025 and began outpatient hd on (B)(6) 2025.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis, and pd catheter (not a fresenius product) removal. During follow-up, the patient¿s hemodialysis registered nurse (hdrn) reported the patient was hospitalized on (B)(6) 2025 after presenting in the emergency room with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (durations, dosages, frequencies not provided). However, the patient¿s peritoneal effluent culture result returned positive for candita parapsilosis, and the patient¿s ip vancomycin and ceftazidime were discontinued (replaced with intravenous diflucan). Based on the organism, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and is recovering from the serious adverse events. The hdrn stated the cause of the peritonitis was undetermined per the nephrology notes, however there were no documented concerns that a fresenius product(s) and/or device(s) malfunction or deficiency occurred. The patient is recovering and was discharged on (B)(6) 2025 and began outpatient hd on (B)(6) 2025.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, casualty could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.